Manufacturer narrative:
This product is registered as a combination product.

Event description:
Related manufacturer report number: 2017865-2021-06876. During a remote follow up, intermittent loss of capture was noted on both the right ventricular (rv) and left ventricular (lv) leads. Moreover, noise resulting in oversensing was also noted on the rv lead. It was suspected that the cause of the event was due to dislodgement of the leads and/or a connection issue of the connector pin of both the leads to the header of the device. However, no diagnostic imaging was conducted to confirm the supposition. No intervention has been conducted at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicating that during an unrelated surgical procedure of the system, no concerns were noted on the left ventricular (lv) lead. No lv lead dislodgement or loose connection of the lv lead to the header of the device was noted. Electrical parameters of the lv lead were also within normal limits. Hence, no intervention has been conducted at this time. The patient was stable and the lv lead will continue to be monitored.